Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell cycle 3 of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative instructed the patient to either start over with new supplies or to continue therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. No abnormalities were identified during visual inspection. Clear passage, leak, and clamp functional testing were performed and determined the device operated within specification. A sample therapy using a homechoice machine was completed with no issues noted. The evaluation was unable to confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.